Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, a distributor contacted animas alleging that the down button on a device was unresponsive. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/08/2014 with the following findings: testing confirmed intermittent responses to button presses on the down button. The 'up', 'ok' and 'contrast' buttons respond properly to user input. No damage was observed on the keypad. Removing keypad cover to check condition of the button contacts revealed contamination under the contacts of all buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.